Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, in the preparation of the lens, after placing the viscoelastic and after activating the carbon dioxide system for the piston to advance with the lens, the piston passed over the lens, damaging it and preventing the lens from advancing to the tip of the cartridge. There was no contact with the patient's eye. Additional information has been requested.